Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. The cause for the reported test failure was isolated to the electrode belt distribution node. The insulation on the front pulse wire in the distribution node was open, causing a short to the distribution node pca. The root cause for the open insulation of the pulse wire could not be positively identified. The device failure did not cause or contribute to the patient's death, as the patient was not wearing the device at the time of death.

Event description:
During servicing of an electrode belt that was returned for investigation into a patient's death, a reportable device malfunction was found. The electrode belt sn (B)(4) failed incoming functionality testing. The device failure did not cause or contribute to the patient's death, as the patient was not wearing the device at the time of death.